Event description:
Healthcare professional later reported "right implant appeared intact."

Manufacturer narrative:
Device evaluation- based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ bulge: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade unknown. Bulge, and higher. Healthcare professional later reported capsular contracture baker grade iii, and rupture. The device has been explanted.